Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital due to peritonitis. Upon follow-up, it was reported the patient did not complete treatment and was hospitalized for peritonitis. An additional call was placed to the patient¿s pd nurse who confirmed the patient was admitted to the hospital for peritonitis characterized by abdominal pain. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During hospitalization, a pd culture was obtained which yielded growth of the bacteria staphylococcus. The nurse stated the patient continued pd treatments and was treated with the antibiotics vancomycin 2 grams and gentamycin (dose unknown) intra-peritoneal (ip). Subsequently, on (B)(6) 2021, the patient was discharged home. The patient continues pd on the same home cycler without any further reported issues and is recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the fmc cassette and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a fmc cassette malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism staphylococcus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed touch contamination during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital due to peritonitis. Upon follow-up, it was reported the patient did not complete treatment and was hospitalized for peritonitis. An additional call was placed to the patient¿s pd nurse who confirmed the patient was admitted to the hospital for peritonitis characterized by abdominal pain. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During hospitalization, a pd culture was obtained which yielded growth of the bacteria staphylococcus. The nurse stated the patient continued pd treatments and was treated with the antibiotics vancomycin 2 grams and gentamycin (dose unknown) intra-peritoneal (ip). Subsequently, on(B)(6) 2021, the patient was discharged home. The patient continues pd on the same home cycler without any further reported issues and is recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.